Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. (B)(4). The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned device confirmed that a portion of the threaded tip had fractured from the remainder of the inserter. The fractured portion and other parts of the inserter handle were not returned. Minor surface scratches were present on the shaft, exhibiting wear and tear. Hardness testing found the device to be conforming to specification. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The fracture surface of the device was reviewed using an olympus sz-61 stereoscope. The features of the fracture surface indicate that the fracture surface has evidence of fast fracture and that the failure mode is bending overload. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device has not been returned for evaluation at this time of this report. Product return is being followed up upon. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the instrument threads fractured during cup impaction and the threads may have been retained in the device. No further information has been provided at this time.